Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler and the patient¿s hypervolemia and/or fluid overload, characterized by dyspnea, which warranted hospitalization. The cause of the patient¿s dyspnea was due to her hypervolemic state. However, the etiology of the hypervolemia and/or fluid overload remains unknown; therefore, causality cannot be established. Based on the information available, the liberty cycler cannot be excluded from having a possible causal or contributory role in the events. Given the patient¿s allegation of deficiency/malfunction, as well as the lack of a discharge summary, treatment data, past medical history and no manufacturer investigation (device not returned) into the suspect device. There is insufficient evidence to substantiate a disassociation of the device from the events. Fluid overload and hypervolemia are common and often preventable processes. Many factors such as non-compliance, inappropriate prescription, loss of residual renal function, mechanical problems and peritoneal membrane failure are all possible contributing factors. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient requested assistance with bypassing drain 0 while being hospitalized. Technical support advised that they could bypass the patient to fill 1. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2020 due to shortness of breath (dyspnea) and was admitted for hypervolemia and/or fluid overload (admission diagnosis unknown). While hospitalized, the patient received four ccpd treatments utilizing ¿red¿ (4.25% dextrose) solution only. The patient was discharged on (B)(6) 2020 in stable condition and resumed routine ccpd therapy orders at home. The pdrn was unable to provide the cause of the events and was uncomfortable stating the liberty cycler did not cause or contribute to the hospitalization. The patient has recovered from the event(s).